Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer in us that rotaflow unit lost flow. The specialists attempted to re-lube, and then the pump read unknown error message. They stated that they turned the flow all the way to zero and clamped before removing the rotaflow drive and attempting to replace it. They ended up hand cranking again and the patient got a circuit change because they could not reestablish flow. A new circuit was primed on the pump that they had removed from the patient, and it works fine during priming. According to the ssu us unit is neither under contract or warranty. Equipment has not been serviced by getinge in years. (B)(4).

Manufacturer narrative:
The "unknown error message" occurred during use. This customer has their biomeds work on the equipment, therfore no service call for this. Getinge field service technician asked for the exact error message but user doesn´t remember the error message. Based on the given information the reported failure could not be evaluated and therefore the failure could not be confirmed. Thererfore a most proabable root cause could not be determined. Thus this complaint will be closed and in case significant information becomes available the complaint will be reopen and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4117

Event description:
Complaint ID: (B)(4).